Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), adverse events, as potential adverse event associated with use of the vessel closure devices. The IFU also states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the application of force to remove the device was circumstantial related to the difficulties experienced. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty closing the foot and difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a fenestrated endovascular aneurysm repair (fevar) interventional procedure. Reportedly, after the lever was pulled down, the footplate could not be parked. Force was applied during device removal and the vessel wall ruptured. This was followed by surgical cutdown, femoral endarterectomy and patch plasty. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.